Event description:
It was later reported that the patient was doing well.

Event description:
Additional information: it was confirmed that the healthcare provider had incorrectly converted the daily dose. Patient had no other issues.

Event description:
Additional information: exact patient symptoms were reported as sleepy, drowsy. On (B)(6) 2013 they decreased the daily dose as a result these symptoms stopped. Patient was doing well and effective therapy had been given.

Event description:
An overdose was reported. It was stated a bridge bolus was programmed 9 days ago and there were 7 hrs left but the patient started experiencing overdose type/lethargy symptoms as of the date of this report. It was reviewed that the daily dose was believed to be incorrectly converted. Reporter believed it should have been 0.0999mg/day but programmed to 0.999mg/day. Reporter was to confirm with the healthcare provider. Dilaudid 1000ug/ml 99.9ug/day was changed to 10mg/ml and 0.999mg/day and bupivacaine 5mg/ml, the dose indicated to run off flow rate of the primary drug which was dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician. (B)(4).